Event description:
It was reported that the pt data module (pdm) locking pins are breaking, creating the potential for the pdm to slip out of the docking station. The site is aware of one instance where the pdm reportedly fell to the floor. No injury was reported. Initial eval indicates that the pt data modules at the site are mounted in a downward tilt. The pt data module svc manual recommends mounting the pdms horizontally. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.

Manufacturer narrative:
The serial number of the device that fell to the floor was not provided. The device manufacture date is not known as the serial number of the device was not provided.